Event description:
Event description cpi received information that these myocardial sutureless leads (0030) were removed from service and capped due to oversensing, and the patient receiving inappropriate shocks. A new bipolar endocardial tined lead (0012) was implanted.